Event description:
It was reported "we placed a 4f single lumen PICC yesterday. We noted her catheter was leaking from the purple end piece when flushed. While still in her sterile field I brought her another catheter for a line over wire exchange. I did not notice this problem with my line until the bedside nurse called me this morning to let me know it was leaking from the end. I saw it was from the same lot as the one she had replaced yesterday so I also did a line over wire exchange. Yes it was leaking from the purple hub. We changed end caps and it still leaked so we then took it off and discovered the leaking from the hub when catheter was flushed." Additional info. Received 03/23/2022 any patient symptoms related to fluid leak? Not that she knows of, the patient¿s nurse made her aware of the leaking was the catheter removed? Was a new catheter placed? Yes it was removed and yes another catheter was placed what type of catheter securement was utilized? Statlock¿ catheter stabilization device this report addresses the first device used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is confirmed to be manufacturing related. Two 4 fr powerpicc catheters were returned for evaluation. One catheter was returned outside of product packaging with a sticker label indicating lot: refy1242. The catheter was trimmed at the 2 cm depth marker. The second catheter was returned within a sealed kit package also indicating lot: refy1242. The catheters were infused and pressurized with water using a 12 ml luer lock syringe and the trimmed catheter sample was observed to leak at the hub connection. Microscopic inspection of the purple luer adapter from the leaking sample revealed a protrusion in the luer material within the orifice. A mold defect in the connector appeared to prevent firm attachment of the injection cap, as well as full insertion of the taper gauge; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1242 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy1242) have been reported from the same facility.

Event description:
It was reported "we placed a 4f single lumen PICC yesterday. We noted her catheter was leaking from the purple end piece when flushed. While still in her sterile field I brought her another catheter for a line over wire exchange. I did not notice this problem with my line until the bedside nurse called me this morning to let me know it was leaking from the end. I saw it was from the same lot as the one she had replaced yesterday so I also did a line over wire exchange. Yes it was leaking from the purple hub. We changed end caps and it still leaked so we then took it off and discovered the leaking from the hub when catheter was flushed." Additional info. Received 03/23/2022: any patient symptoms related to fluid leak? Not that she knows of, the patient¿s nurse made her aware of the leaking. Was the catheter removed? Was a new catheter placed? Yes it was removed and yes another catheter was placed. What type of catheter securement was utilized? Statlock¿ catheter stabilization device. This report addresses the first device used.